Event description:
It was reported that the dexcom g7 sensor used with the ilet pump was not paired initially and then repeatedly disconnected, consistent with an incorrect or improper setup or pairing procedure for the specified sensor type. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user and family. Investigation of this case revealed no device problem and identified a user usage problem related to improper or incorrect procedure, with no specific component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.